Event description:
Updated b5: it was reported that the customer experienced a low glucose (bg) level. The continuous glucose monitor read "low"; however, a specific bg value was not provided. There was no known cause for the reported issue. Customer disconnected from the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.